Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was an adverse event without identified device or us problem. The following information was provided by the initial reporter. The customer stated: "the patient was treated with indwelling intravenous needle for infusion. The procedure was strictly aseptic. The patient had skin swelling and pain at the puncture site, and no abnormality occurred in other parts of the skin. After timely moved the intima, the pain was relieved after local application of erythromycin ointment. It is only considered that the skin at the puncture site is red, swollen and painful, which may be caused by the stimulation of blood vessels by the indwelling needle, rather than the adverse reaction caused by drugs."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 8358925. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was an adverse event without identified device or us problem. The following information was provided by the initial reporter. The customer stated: "the patient was treated with indwelling intravenous needle for infusion. The procedure was strictly aseptic. The patient had skin swelling and pain at the puncture site, and no abnormality occurred in other parts of the skin. After timely moved the intima, the pain was relieved after local application of erythromycin ointment. It is only considered that the skin at the puncture site is red, swollen and painful, which may be caused by the stimulation of blood vessels by the indwelling needle, rather than the adverse reaction caused by drugs."